Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was not performed and the physician opted to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that crosstalk of atrial flutter on the rv channel was observed and resulted in delivery of an inappropriate shock. Continued low out of range pacing impedance measurements were also observed. It was noted that the patient had a left ventricular assist device (lvad). Boston scientific technical services (ts) discussed troubleshooting options to determine the cause and rule out potential lvad involvement.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited farfield oversensing of atrial flutter (af). An x-ray was performed and revealed appropriate lead position. Programming changes were made to resolve. Additionally, low out of range pacing impedance measurements less than 200 ohms were observed. Boston scientific technical services (ts) discussed options for continued monitoring or a lead revision. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was planned for a date in the future.